Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer loaded a new cartridge and changed pump supplies to resolve the issue. Customer¿s blood glucose level was 388 mg/dl.